Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device had ail issues. There was no patient involvement.

Manufacturer narrative:
After further review, this file is deemed not reportable.

Event description:
It was reported that the device had ail issues. There was no patient involvement.